Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with competitor product. Subsequently, the patient was revised with biomet components on an unknown date due to osteolysis. During the procedure, the inserter would not disengage from the proximal body. The proximal body was removed and another implant and inserter were utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument functioned as intended after numerous repeats of attaching the implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.